Event description:
Philips received a complaint by the customer on the v60 indicating that during preventative maintenance, it was observed that the device has a proximal pressure sensor auto-zero failed" (diagnostic code 110b) message. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the solenoid valves 3 and 4 to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
The removed solenoids 3 and 4 were returned to the product investigation lab (pil). The pil technician installed the solenoids into a pi ventilator to duplicate the reported issue. Visual inspection of the components revealed no evidence of damage or contamination. The solenoids were tested, and the accusation could not be duplicated at the pil. The solenoids operated at the pil without issue or error code and pass all testing in test 4 (pressure accuracy testing) of the service manual. There was no problem found on the returned solenoids.